Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a procedure. According to the complainant, while unpacking, a bend was identified in the clevis. The device was not used and the procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).